Manufacturer narrative:
(B)(6) complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " the bullet on the suture came off the end of the monodek suture when attempting to deploy the capio slim device. It would not capture in the receiving end of the device and the bullet was subsequently left behind in the patient as it became lodged in the ligmaent. [The user] opened a second monodek suture and a second capio slim device and restarted the procedure and completed successfully". Additionally it was reported "no patient complications".